Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1314001) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f, sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anticoagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after stabilizing the advancer tube, deflating the balloon and locking the syringe the advancer tube was removed from the access site. The sealant was stuck to the advancer tube. The patient was converted to manual compression for 20 minutes at which time hemostasis was achieved and the patient was "doing fine". The patient was hospitalized for an unknown amount of time for undisclosed reasons, unrelated to the mynx device/mynx procedure. No further information is available.